Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history confirmed multiple loss of prime alarms due to low non zero force. An "ezprime" operation was performed and during the "load step" the piston detected the cartridge. The pump was exercised on a 1u/hr basal rate for 24 hrs with no loss of prime duplicated. The force sensor calibration test confirm the sensor is detecting the correct force. After testing, the pump was opened to check the condition of the force sensor and damaged force sensor shim plate was found. The DHR review confirmed the pump was within specification no discrepancies identified, software version (B)(4).

Event description:
The pump was returned due to multiple loss of prime warnings. Evaluation revealed that the force sensor assembly is damaged. This report is made based on the evaluation results.